Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found with a blocked needle during use. The following has been provided by the initial reporter: needle does not suck up liquid, suspected of being blocked.

Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found with a blocked needle during use. The following has been provided by the initial reporter: needle does not suck up liquid, suspected of being blocked.